Event description:
It was reported that invalid egm was noted in session record. The issue will be investigated by engineering.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.